Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/delivery, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was tested with no excessive no delivery alarms noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was unknown. Customer reported that blood glucose four days prior to call was 500 mg/dl. During troubleshooting, customer disconnected and reconnected infusion set and reservoir and pushed insulin with plunger; insulin did exit. Customer was advised that insulin pump was working as designed. Insulin pump would be replaced per customer's request.